Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead was brought to an emergency room due to a fall but which was not device related. Rv pacing inhibition which resulted to asystole greater than 2 seconds was observed upon device interrogation. No noise was reproduced with isometrics. Chest x-ray was done however, no indication of lead issue was observed. The patient is pacer dependent. Subsequently, an invasive procedure was performed in which the pace and sense portion of the rv lead was surgically abandoned and replaced with a new pace and sense lead. The device was explanted and replaced as well. No additional adverse patient effects were reported.